Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xp instrument. The quality control (qc) and calibration were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced photo multiplier tube (pmt) of the luminometer. Furthermore, the cse performed the dark tests with and without cuvettes. The cse determined that the parameters of the dark tests were as expected. The cse performed the calibration, qc and a routine check for all tests, which passed. The cse returned to the customer¿s site and identified a leak in the wash manifold. The cse subsequently replaced the connector fitting and performed a visual protocol to verify acceptable wash performance. A precision study was also performed on qc, which recovered acceptably. The cause of the erroneous result is unknown. The instrument is performing according to the specification. No further evaluation is needed.

Event description:
A falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xp instrument. The erroneous result was reported to the physician(s), who questioned the result. Two days later, the sample was repeated on the initial advia centaur xp instrument. The repeat result was lower than the erroneous result. The patient was redrawn and the new sample was processed on the initial instrument, and the result correlated with the repeat result. The result from the new sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.